Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Her blood glucose level went up to 800 mg/dl. She had treatment for her wounds in the hyperbaric oxygen chamber. The customer had a seizure the first time she was hospitalized. She was administered insulin drip at the hospital. The customer was wearing her insulin pump at the time of the emergency room visit. The insulin pump was broken. The product will return. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.